Event description:
It was reported by service report that the brakes would not engage due to the brake adjuster needing alignment. No patient was affected and no clinically relevant delay in treatment was reported.